Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the reported issue was not confirmed due to order cancelled. The cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited gray dots in the image during setup for a therapeutic procedure. The procedure was finished with a competitor device. There were no reports of patient harm.